Event description:
It was reported that the radio frequency (rf head) would not capture the patient's device data as expected. A second rf head was tried with the same result. It was also reported the rf (radio frequency) head will intermittently not recognize device and the programmer will shut down during interrogation or programming session. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed a telemetry issue with this programmer and this was due to a loose rf (radio frequency) head connector. It is noted that analysis could not duplicate a shutdown issue occurring. Analysis also found the keyboard screws were missing; it is noted the missing keyboard screws were found inside the programmer. Left keyboard hinge is broken. System fan and power supply fan are noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.